Event description:
Three catheters would not drain the week commencing 12/9/96. On 12/20, it was stated that two further occurrences of catheters not draining were found. Reporter stated that one was a maternity pt with a mass and hospital though the mass was growing. Prior to doing exploratory surgery, it was found that the distention and swelling was due to the catheter not draining.